Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer stated the insulin pump alarm was reoccurred. The insulin pump will be returned for analysis.